Manufacturer narrative:
Please review attached for the investigation results. (B)(4).

Event description:
It was reported a surgery was extended by over two hours after the instrument threads stripped.